Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that an atrial arrythmia burden alert was triggered. Upon further review, it was observed that the atrial intrinsic amplitudes were out of range. The stored electrograms show frequent undersensing of atrial fibrillation with an inappropriate atrial pace delivered. The device is set to an automatic gain control (agc) with sensitivity of 0.25 mv. Battery status is ok, and other lead measurements are satisfactory. This device remains implanted and in service. No adverse patient effects were reported.